Event description:
New information received notes that the right ventricular lead was explanted and replaced on (B)(6) 2021. No patient consequences were reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. It was discovered that the right ventricular (rv) lead was exhibiting high defibrillation impedance. The physician decided to place the patient in a lifevest and schedule a rv lead replacement. No interventions have been taken. The patient was in stable condition.